Manufacturer narrative:
Concomitant products: 50ml baxter bag ndc 0338-0049-41, lot p354720, exp sep 2017, 0.9% nacl injection; 100ml baxter bag ndc 0338-0553-18, lot p324032, exp sep 2017, ceftriaxone and 1 gram vial ndc 0409-7332-01, lot 660368m, exp 1 jun 2019 ceftriaxone injection, therapy date (B)(6) 2016. Gtin for set model 2420-0007 lot 16105285 is (B)(4). The customer¿s report of a check valve failure was not confirmed. The primary and secondary sets were visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing resulted in no evidence of backflow. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The root cause of this failure was not identified.

Event description:
The customer reported the event appeared to be due to a check valve failure.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a full dose of medication was not given to the patient. There is no report of patient harm.